Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered quick convert therapy that accelerated the rhythm in ventricular fibrillation (vf) zone and also shocks were delivered. All shocks were appropriate and finally converted rhythm. Health care professional (hcp) also mentioned patient was syncopal during some of the events. According to the field representative, the patient was seen in clinic and sent to a transplant center. No programmer changes were completed as all therapy was appropriate. The ICD remains in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered quick convert therapy that accelerated the rhythm in ventricular fibrillation (vf) zone and also shocks were delivered. All shocks were appropriate and finally converted rhythm. Health care professional (hcp) also mentioned patient was syncopal during some of the events. The ICD remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.